Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the customer received the following results, with two different active meters, within 10 minutes: 69 mg/dl (system 1) and 179 mg/dl (system 2). No adverse event reported. The customer used different test strip vials with the same lot number for each meter and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.